Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks while the patient was at rest due to oversensing and noise. A device check was performed and the noise was able to be reproduced with arm movement and infinite impedance was recorded, it was also observed that the two inappropriate shocks were caused by a fractured lead and it was decided to program the ICD off. The device was subsequently explanted and replaced at a later date. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks while the patient was at rest. A device check was performed and it was observed that the two inappropriate shocks were caused by a fractured lead and it was decided to program the ICD off. The device was subsequently explanted and replaced at a later date. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.